Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The customer reported that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event, though the details of the event were unknown.

Event description:
The customer reported that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event, though the details of the event were unknown.